Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that upon receiving a reflex hydrid set back after surgery in the warehouse the rep "noticed that the little nipple on the tip of the reflex hybrid final driver was missing. Item #48510810."

Manufacturer narrative:
Device history review; device inspection; complaint history review; risk assessment. The reported product, through visual inspection, was confirmed to be a reflex-hybrid final-tightening screwdriver, was confirmed to have a tip fracture and worn cruciform. Manufacturing records for the lot could not be reviewed, due to the probable date of manufacture, which based on the first 2 digits of the reported lot #, this product was most likely manufactured in 2004. The device was sent for material analysis which concluded: "the final-tightening screwdriver shaft broke through intergranular fracture mode likely due to tempering embrittlement. The base material of the screwdriver shaft was determined to be fe-cr-ni-mn alloy, consistent with 431 stainless steel alloy. No material or manufacturing defects were observed on any of the surface features examined." The likely cause of the tip fracture and worn cruciform is due to normal wear over time. Since the lot number implies a manufacture date over 6 years, it can be estimated that this instrument has surpassed its shelf life and the event occurred as a result over overuse. The likely cause of the tip fracture and worn cruciform is due to normal wear over time. However, this cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that upon receiving a reflex hydrid set back after surgery in the warehouse the rep "noticed that the little nipple on the tip of the reflex hybrid final driver was missing. Item (B)(4)."